Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that during a tka procedure on patient's right knee, the surgeon realized the balancer instrument was damaged (nature unknown). The instrument did not register the proper femoral size. Rep reported that a per was not called in at that time because "we thought we had fixed it". An old style a.p. Sizer was used instead. The rep reported that there was no surgical delay, no adverse effects to the patient, and that the procedure was completed successfully.